Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged high bg could not be evaluated due to the other reported issue (charging issue - damaged usb pins).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables and power sources. Customer reported blood glucose (bg) level was not impacted by the charging issue. Reportedly the customer has manual injections as alternate insulin therapy. In addition, the customer experienced an elevated bg level that day of 300 (mg/dl). The customer stated the cause of the elevated bg level was unknown. A manual injection was delivered to address bg level. The customer declined to perform troubleshooting with tandem technical support and declined further follow up. A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider.